Event description:
It was reported that stent embolism occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified posterior descending artery. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, there was a significant difficulty in advancing multiple devices through the proximal end of the device. A non-boston scientific stent finally passed through the guidezilla but could not be advanced to the target lesion. When an attempt was made to withdraw the stent into the distal end of the guidezilla, it was noted that the stent stripped off the stent delivery system and embolized distally. Several hours were spent trying to retrieve the stent with no success. Forty-eight hours later, the procedure was completed. The stent was retrieved into the proximal vessel and crushed. There were no further patient complications reported.

Manufacturer narrative:
The device was returned for analysis. The device was visually and microscopically examined. There was blood present in the shaft of the device. The shaft of the device was slightly prolapsed at the opening of the collar. At 5mm from the tip of the device, there was a slight shaft kink. The ID (inner diameter) of the collar was attempted to be measured using a calibrated pin gauge and despite the attempt, the shaft prolapse at the collar prevented adequate pin testing. The sds (stent delivery system) used in the procedure with the guidezilla ii complaint device was not returned for analysis. Functional testing of a test sds with the same compatibility of the sds used during the reported event was performed. The sds was able to be inserted into collar and advanced through the shaft and out the tip of the device with no resistance or issue.

Event description:
It was reported that stent embolism occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified posterior descending artery. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, there was a significant difficulty in advancing multiple devices through the proximal end of the device. A non-boston scientific stent finally passed through the guidezilla but could not be advanced to the target lesion. When an attempt was made to withdraw the stent into the distal end of the guidezilla, it was noted that the stent stripped off the stent delivery system and embolized distally. Several hours were spent trying to retrieve the stent with no success. Forty-eight hours later, the procedure was completed. The stent was retrieved into the proximal vessel and crushed. There were no further patient complications reported.